Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the target lesion was a chronic total occlusion lesion with in-stent restenosis of a non-abbott stent. The 2.5 x 3 mm voyager balloon performed pre-dilatations, and during the third inflation, the balloon ruptured at 12 atmospheres (atm). The first inflation was 8 atm and the second was 10 atm. There were no reported adverse patient effects. No additionally event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: many factors may contribute to balloon damage. Case details of the patient anatomy described as moderately tortuous and a chronic total occlusion (cto), which may have contributed to the balloon rupture. If the other surface of the balloon becomes damaged at some point, it can lead to a potential balloon rupture during an inflation attempt. Possible contact with the anatomy or a stent strut of the placed stent can damage the balloon. Prior to the reported rupture, the balloon had been inflated to 8 atm and 10 atm without any observation of a rupture suggests that outer balloon surface was not damaged upon removal from the packaging. A review of the reliability engineering manufacturing records reveals that all destructively tested units met the minimum rated burst pressure test. Without the product to examine, a through analysis could not be performed and no determination can be made as to the conclusive cause of the reported discrepancy. The lot history record was reviewed. There are no nonconformances associated with this product.